Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The event date is an approximation.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on an unknown date via email. This MFR report addresses test two (2) of three (3). Another test was performed via an unknown covid-19 test at walgreens on an unknown date, the test generated a positive result. The consumer reported they had covid. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, device discarded after use.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on an unknown date via email. This MFR report addresses test two (2) of three (3). Another test was performed via an unknown covid-19 test at walgreens on an unknown date, the test generated a positive result the consumer reported they had covid. No additional patient information, including treatment and outcome, was provided.